Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) stated that they had a medtronic spinal stimulator and it was replaced with a boston scientific spinal cord stimulation in (B)(6) 2024. Patient stated that the reason they went to boston scientific was because they did not have to charge every 3 days. Patient mentioned that they would have to charge every three days and that was getting in her way because they had things to do. Pt stated the mdt implant had died and they had to have it replaced so they went with boston scientific. Pt needed an MRI. Agent reviewed information and redirected the pt to their healthcare provider (hcp).